Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2025 3:00 am est where user's sg was 61 mg/dl and bg was 80 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 3:04 am est user's sg was 61 mg/dl and no bg was entered. A review of the alert history revealed that the user did receive a low glucose alert at 2:59 am as user's sg value was below 65 mg/dl. The user did not seek medical treatment and resolved the event by themselves and hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. A case (B)(4) was created to address sensor inaccuracies at the time of the event. A review of the in-vivo data revealed optical instability since insertion on (B)(6) 2025. The user was advised to keep using the system and was educated about lag and early wear. A review of system performance post feedback was analyzed ((B)(6) 2025), and better sensor glucose to blood glucose match was observed.the root cause of the reported inaccuracies can be attributed to early wear adjustment due to transient optical instability. B4. Date of this report 28 april 2025. D1 & d2 suspect medical device updated. G3. Date received by the manufacturer? 28 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Component code updated to 510. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 - 3:00 am est sg: 61 mg/dl bg: 80 mg/dl after dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 2:59 am est sg: 61 mg/dl no bg was entered at the time of the event. After dms review, we confirmed that the user received a low glucose alert at 2:59 am, when the sg was at 61 mg/dl.the user didn't seek for medical treatment and resolved the event by themselves.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.